Event description:
Patient implanted in the upper right and left and lower vermilion borders. Omset of implant shortening in perioral, date unknown. Implant explanted and patient treated with keflex in 1999.